Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at l1 and l2. During the procedure, the balloon reportedly did not inflate in the patient. The balloon was extracted from the patient, and the surgeon confirmed that the balloon was ruptured. Contrast media leaked within the vertebral body; however, no allergy or complication was observed. The procedure was completed successfully using a new ibt (inflatable bone tamp) without any further incident.

Manufacturer narrative:
(B)(4). Product analysis: "during initial inflation, a pinhole was identified near the base of the distal lobe, near the bonding point of the balloon and cannulated tube. Visual analysis shows a very little hole in the balloon. Based on the information provided, visual and functional analysis, the above observations are consistent with contact of the balloon with bone splinters during surgery."